Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Bleeding is the emission of blood from a vessel which can occur at the gastrointestinal region. The amount of blood loss that may lead to intra and/or postoperative complications depends on the individual person and comorbidities, such as body mass index, gender, low pre-operative hemoglobin levels, medications such as prophylactic anticoagulants used to prevent dvt and/or the presence of certain health conditions such as anemia, hemophilia, etc., as well as duration of surgery. In this instance, there were no complications of blood loss noted intraoperatively; however, the patient was noted to have a post-operative gastrointestinal bleed. As blood loss effects are based on individual factors, treatment depends on the amount of blood loss, how quickly it was lost and the individuals health state. The patient was noted to have recovered with unspecified treatment. The root cause of the reported event was determined to be related to the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of birth: (B)(6). UDI: (B)(4). Concomitant medical product: item 00596401551, lot 63959045, item 00596404010, lot 63713207, item 00597206532, lot 64100092. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00164, 0001822565-2020-02257, 0002648920-2020-00314.

Event description:
It was reported that a patient had a total knee arthroplasty; 11 days after the procedure the patient developed a gastrointestinal bleed requiring hospitalization. This was resolved approximately 6 days later.